Event description:
It was reported that 7 of the bd nano¿ 2nd gen pen needle had needle clogs. The following was received from the initial reporter: consumer reported finding during injection the needle clogs. With 7 different pen needles from this box. Informed caller of the non patient end placement.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 7 of the bd nano¿ 2nd gen pen needle had needle clogs. The following was received from the initial reporter: consumer reported finding during injection the needle clogs. With 7 different pen needles from this box. Informed caller of the non patient end placement.